Event description:
Respiratory therapist was testing the ventilator, would not pass the leak test. Manufacturer response for ventilator, (brand not provided) (per site reporter) per bio med vendor replaced a bad tube; unit then passed and was put back in service.